Manufacturer narrative:
A visual evaluation of the returned gold probe noted no visible failures. An electrical evaluation was performed and the results were found to be within specification. The investigation was unable to confirm the reported event of gold probe failed to cauterize. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a colonoscopy procedure performed on (B)(6) 2016 . According to the complainant, during the procedure the gold probe would not conduct energy. The procedure was completed with another gold probe using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
UDI= (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a colonoscopy procedure performed on (B)(6) 2016 . According to the complainant, during the procedure the gold probe would not conduct energy. The procedure was completed with another gold probe using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.